Event description:
Customer reported receiving button error alarm after falling and cracking the insulin pump. Customer stated that the insulin pump had a crack at the reservoir compartment and the lower corner of the screen. Customer mentioned that the insulin pump is now frozen. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube and window. No frozen display anomaly was noted. No button error alarm was noted. The insulin pump was received with minor scratches on the display window. All of the buttons responded properly. However, moisture damage was found at the keypad traces. No unexpected number ramping anomaly was noted on the display.